Event description:
It was reported that, during the implant procedure, the electrode connector could not be fully inserted into the pulse generator header. The terminal pin of the electrode would not go all the way in the device header. Several attempts were made without success. The doctor elected to replace the pulse generator with another one. The same electrode was then successfully connected to the pulse generator. There were no additional adverse patient effects.